Event description:
Complainant alleged that while attempting to monitor a pt. (Age and gender unknown) the device inappropriately displayed a flat ECG line. The clinicians were able to obtain another device to monitor the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction. The facility biomed department was unable to duplicate the reported malfunction.